Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The iegms have been analyzed showing appropriate detection of vf episodes which led to the delivery of 17 shocks on the (B)(6) 2015. According to the iegms the therapy was not effective. Therefore, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. In conclusion, the device was fully functional and especially the shock energy was as specified. There was no indication of a device malfunction.

Event description:
This device was explanted because the device failed to convert an episode of vf with max energy shock. The physician decided to replace this device with a higher energy dx device. There were no adverse patient events reported. Should additional information be received, this file will be updated.